Event description:
Additional information received indicated the event was resolved by reprogramming the device.

Event description:
Additional information received indicated during the atrial fibrillation episode the device incorrectly indicated the patient was in sinus rhythm. No intervention has been performed at this time. Device reprogramming is anticipated. The patient was in stable condition.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, inappropriate high voltage therapy was delivered due to atrial fibrillation. Abbott technical support was contacted for reprogramming. No intervention has been performed at this time. The patient was in stable condition.